Event description:
I have been diagnosed with an autoimmune disease due to essure. The essure made me gain weight, swollen body, night seats, bloated, pain in the right side of my pelvis. I always feel tired and with a lot of anxiety. I have been prescribed zoloft to control my anxiety. I take pain medications on a daily basis. I have been scheduled for a hysterectomy on (B)(6) 2016 to remove essure.